Event description:
The reporter indicated that a 13.2mm vicm5_13.2; -07.00 diopter implantable collamer lens was implanted into a patient's eye. It was reported that the lens was explanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Type of investigation: lens work order search: no similar complaint type events reported for units within the same lot. Expiration date: 04-30-2025. Claim#: (B)(4).

Manufacturer narrative:
Additional information: h6 - health effect clinical code: 4581 - significant reduction of irido-corneal angles. B5 - the reporter indicated that a 13.2mm vicm5_13.2; -07.00 diopter implantable collamer lens was implanted into a patient's right eye (od) on (B)(6) 2022. The patient experienced excessive vaulting and significant reduction of irido-corneal angles. On (B)(6) 2022 the lens was exchanged with a shorter length lens and the problem was resolved. The cause of the event was reported as unknown and noted "ww was 12; comproved again in postoperative with retinal compass". Claim #: (B)(4).